Event description:
It was reported that there was a perforation. A greenfield filter was implanted on (B)(6) 2010. On (B)(6) 2018 it was noted that a perforation had occurred. The struts of the filter extend beyond the inferior vena cava. No further patient complications were reported.